Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient was hospitalized or 3 days due to bent cannula which results into high blood gucose level of 900mg/dl. The insertion site was at abdomen. The treatment given to the patient was IV insulin drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.